Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, clonidine, and compounded baclofen at 3.0 mg/ml, 350.0 mcg/ml, 1000.0 mcg/ml concentrations and doses of 0.7201mg/day, 84.01 mcg/day, 240.0 mcg/day respectively via an implantable pump. The indication for use was intractable spasticity and head/brain injury. It was reported the healthcare provider (hcp) ordered a pump refill procedure to be performed by a home health facility. The clinical diagnosis was listed as possible opioid withdrawal. On (B)(6) 2017, the home health nurse noted the patient experienced a reaction after the pump refill. On (B)(6) 2017, the patient reported not feeling well, feeling very sick, and almost like they are going through withdrawal since home health had been filling the pump. It was indicated the event was possibly related to the device or therapy and possibly related to the drugs baclofen, hydromorphone, and clonidine with no change in drug. The pump was reprogrammed with a 10% it dose increase on (B)(6) 2017. No other details or interventions were documented. The issue was noted as ongoing. It was noted the patient's baseline weight was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on 2017 (B)(6). No further complications were reported/anticipated